Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The wedge is worn down and burred.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the tip is damaged. The damage suggests the instrument has come in contact with an unknown material harder than bone. The root cause is attributed misuse and heavy usage. The instrument is old (mfg 1998) and has been subjected to heavy usage. A search of the complaint database did not identify a trends of device breakage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.